Event description:
A customer reported to baxter (B)(4) that a blood leak was found during hemodialysis therapy. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was evaluated and the issue was confirmed. Further evaluation showed an solvent abscent in the arterial chamber-cap assembly. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The MDR aware date is (B)(4) 2010, the date baxter received information that an adverse event or medical device malfunction has occurred. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.